Event description:
Medtronic received information reporting that during a coil embolization procedure, an axium coil detached prematurely. It was noted the event was associated with a patient but also that the coil was "uncharged without a patient load." No other information was known or available. It was unknown if there was any impact to the patient. It was unknown if the coil was implanted or removed.

Manufacturer narrative:
This event was reported to medtronic by (B)(6). The provider information is considered confidential and, therefore, there is no contact information to follow-up for additional event information or patient details. If information is provided in the future, a supplemental report will be issued.